Event description:
It was reported a patient's atrial lead presented with loss of sensing and loss of capture due to dislodgement, confirmed via fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was recovering.

Manufacturer narrative:
The reported events were lead dislodgement, sensing anomaly, and failure to capture. As received, a complete lead was returned in one piece. The reported events of sensing anomaly and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were found intact and undamaged. Visual inspection of the lead did not find any anomalies.